Event description:
It was reported that bd alaris gravity set had air in line. The following information was received by the initial reporter with the following: it was reported by the customer that occasional use of this practice results in air in line when infusion completes.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review for material#: 10016073 and lot#: 25043323 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24apr2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.